Event description:
It was reported that the right ventricular (rv) lead was dislodged. During the procedure, the rv lead was unable to be removed from the device header. Furthermore, the atrial lead was also noted to be dislodged. The device, rv, and atrial lead were all explanted and replaced to resolve the event. The patient was stable. Related manufacturer reference numbers: 2017865-2021-36977, 2017865-2021-36978.